Event description:
It was reported to boston scientific corporation in 2008 that a wallflex enteral colonic stent was placed on the same day. According to the complainant, multiple attempts to deliver stent through a tortuous duodenum required remarkable manipulation and force until the delivery system handle "snapped from the sheath and was damaged." The damaged stent, which was still constrained within the delivery system, was removed and replaced with another wallflex enteral colonic stent device. It was further reported that slight difficulty was noted during the stent deployment, but "overall it was uneventful and successful." There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been returned for evaluation, it has not been evaluated. Therefore, the cause of the reported malfunction has not been undetermined.